Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. Water was not heating. Alert 113 (reduced water temperature control) seen in event log. Checked heater condition then find that was problem. Replaced heater assembly. Device passed all testing after repair. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water heating issue.

Event description:
It was reported that the arctic sun device had a water heating issue.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. Section e1: initial reporter phone: (B)(6) section e1: initial reporter facility name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.